Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report presents the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: air leakage around the name plate on the video connector. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the air leakage around the name plate on the video connector was due to damage around the name plate on the video connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head exhibited error e216 during set up. There were no reports of patient involvement.